Manufacturer narrative:
This product has been returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during an implant procedure, this subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted and during defibrillation threshold testing (dft), the s-ICD would not convert the induced ventricular fibrillation (vf). A high shock impedance measurement of 199 ohms was also observed. The pocket was reopened and the s-ICD header was cleaned and dfts were attempted for a second time. Again, the s-ICD was unable to convert vf and high shock impedances of 190 ohms were observed. All connections and the position of the s-ICD were confirmed to be acceptable via x-ray. The physician decided to reopen the pocket again and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies other than tool marks on the case and header. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during an implant procedure, this subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted and during defibrillation threshold testing (dft), the s-ICD would not convert the induced ventricular fibrillation (vf). A high shock impedance measurement of 199 ohms was also observed. The pocket was reopened and the s-ICD header was cleaned and dfts were attempted for a second time. Again, the s-ICD was unable to convert vf and high shock impedances of 190 ohms were observed. All connections and the position of the s-ICD were confirmed to be acceptable via x-ray. The physician decided to reopen the pocket again and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.